Event description:
It was reported that the monitor would not power up. The issue was found during installation of device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g3; h2; h6 and h11 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: electrical/electrical component; open circuit; short circuit; signal loss; loss of power; power fluctuations; power source problems. Material problems like degradation. Mechanical problems like stress; deformation; fatigue; mechanical shock; vibration; wear and tear. These causes can occur between components such as power supply; circuit board; sensor; pressure sensor; power cord; connector/ coupler; fuse; power switch; and socket without any design or manufacturing issue. That could lead to power issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.